Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed the battery backup power was not functioning as expected. The user observed a red light blinking on the battery module. An alternate device was employed and the procedure concluded. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.